Event description:
During bha surgery, the cement set too quickly. The setting time was 5 minutes. The cement was mixed manually without vacuum. The cement started to set while placing the stem into the femoral canal thus the surgeon removed the stem once and placed the stem with another cement. The operating room temperature was 26 degrees celsius. The cement was never stored in a refrigerator.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).